Event description:
The device was used during an unspecified procedure. Reportedly, the balloon broke and disengaged into the pt's cavity. The surgeon was able to retrieve the pieces and applied another device to complete the procedure. The hosp has reported no pt injury occurred.